Event description:
It was reported that the balloon detached. A 10mmx2.00mm wolverine cb mr, ous was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the tip was suspected to have detached so the procedure was stopped. The device was then temporarily removed from the patient's body and upon checking the tip for contact, it was confirmed to be detached. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The distal bumper tip was not returned with the device.

Event description:
It was reported that the balloon detached. A 10mmx2.00mm wolverine cb mr, ous was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the tip was suspected to have detached so the procedure was stopped. The device was then temporarily removed from the patient's body and upon checking the tip for contact, it was confirmed to be detached. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.